Manufacturer narrative:
The lens was returned for evaluation; solution is dried on the lens. One haptic is broken in the distal area. The optic is crushed over two posts in the lens case, causing the optic to be split and cracked. The optic edge is broken and missing a piece of lens material. Other small cracks can be observed on the optic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file lists the associated products as an unspecified cartridge, unspecified handpiece, and viscoelastic. The file states the lens was never loaded into a cartridge. Lens damage was observed. The observed cracks could be interpreted as the reported scratch. The file states there was a loading error with the forceps. Clarification of the loading error was not provided. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The file lists the associated products as an unspecified cartridge, unspecified handpiece, and viscoelastic. The file states the lens was never loaded into a cartridge. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was scratched during loading. There was no patient contact. The procedure was completed on the same day. Additional information has been requested.